Manufacturer narrative:
Received one speedband superview super 7 with the velcro strap for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was partially rolled in the handle which was secured in the handle assembly slot during the procedure. The ligator head with the suture were not returned with the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle would not turn. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle would not turn. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.